Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from that during service and evaluation, it was determined that the motor device was power broken and the rotations were below specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device was power broken (runs in safety failed safety assessment) and the rotations per minute (rpms) were below the manufacturing specifications (failed rotational speed). During service/repair, it was observed that the pawl release and lock cylinder were damaged, causing the device to run in the safety mode (power broken). It was further determined that the vanes were worn, causing the rpm's to be below specification. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.